Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided was within specification. The field service engineer (fse) found that the pump pressure was too high and adjusted it and the gear pump, as well as the rinse levels. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 1 patient sample on a cobas c 303 analytical unit. The customer stated that they were looking at the patient's result history from 29 days prior and saw that it did not match the new result. Clarification on whether the repeat result was from the original sample or a newly collected sample was not provided. On (B)(6) 2025, the initial result was 4.7%. On (B)(6) 2025, the repeat result was 6.4%. The result of 4.7% was deemed correct. No questionable results were reported outside of the laboratory.